Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of provided patient x-rays confirms a patient bone condition. It is also noted that the acetabular cup appears positioned more vertically than recommended by surgical technique. The investigation was not able to conclusively determine the root cause; however no product error has been verified. The need for corrective action is not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A review of provided patient x-rays confirms a patient bone condition. It is also noted that the acetabular cup appears positioned more vertically than recommended by surgical technique. The investigation was not able to conclusively determine the root cause; however no product error has been verified. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Pt was revised to address pain and heterotopic ossification.